Event description:
In 2009, patient taken to or to have hardware (plate & screws) removed from left knee. During the procedure while the surgeon was unscrewing the screw from the metal plate, the tip of the screwdriver broke off inside his knee. The surgeon took another but the same brand screwdriver to try to remove them, and the tip of second screwdriver broke off in patient.